Manufacturer narrative:
Lot# unknown. Method: visual inspection, risk assessment; result: inspection of the returned device did not reveal any visual non-conformances. The lot # on the returned device could not be determined, so a DHR review could not be performed. Conclusion: the most likely cause of the customer reported event is the high activity level of the patient with the over-tightening likely contributing to the event.

Event description:
It was reported that; rods slipped through the tulip heads of the pedicel screws.

Event description:
It was reported that; rods slipped through the tulip heads of the pedicel screws